Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/10/2017, that on (B)(6) 2017, the introducer needle was already broken when it came out of the bag. No additional event or patient information is available. No product was provided for evaluation. The reported event of a broken introducer needle could not be confirmed. A root cause cannot be determined.